Event description:
Device malfunction: none. Symptoms/ae: unintended site. Time of ae: during procedure. It was reported that during a left internal carotid artery stenting procedure, there was an attempt to deploy an emboshield embolic protection device (epd), but it would not cross the heavy tortuous distal segment far enough to attempt balloon dilation. The physician exchanged this system for the accunet epd system. The accunet did not cross the tortuous distal segment, but went high enough for balloon dilation. During attempt to deploy the rx acculink stent system, there was reported difficulty crossing the lesion as well due to the heavy tortuosity. Ultimately, the stent did cross all the way to the most proximal portion of the lesion, but would not go any further. The physician felt that deployment would be necessary in this location due to potential for embolization. The rx acculink was deployed partially covering the intended site into the common carotid artery proximal to the internal. There was no additional treatment and there were no reported adverse patient effects. The patient was discharged to home the following day. Although requested, there is no additional information available. Study event.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. Review of the device history is forthcoming. A follow-up report will be submitted with any relevant information.